Event description:
Wavesense jazz glucose meter problems. I am a type 1 diabetic and need to test 4 times daily. This is the second replacement meter that I have received from agamatrix. I received this replacement meter yesterday and have received 4 error code #7 -meter problems that are beyond your control-contact customer service. Customer service is not open on weekends, of course. The day I got the meter I did three tests that gave anticipated results. Today, all tests give the code 7 error. I believe there is a quality control issue in the mfg process for this meter or the jazz test strips. I have used various glucose meters for over 20 yrs and never have had such an unreliable product before. I am unable to test my blood sugar which is a necessity. The meter promotional material describes a well thought out meter. Unfortunately, it is poorly made and therefore unreliable.